Event description:
It was reported that during an unknown procedure, on first firing of device the clip deployed unformed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when he attempted, was unable to use the aviva system due to error within specifications. Prior to the hypoglycemia the customer had taken extra medication, not based on any meter readings. A request was made for the return of the meter and strips, replacement sent.